Event description:
It was reported that the patient was feeling "little shocks" coming from the pocket area when in a slump position. Follow up information confirmed that this was diaphragmatic stimulation from the left ventricular lead. The lead is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2009; 6947 implantable defibrillation lead (B)(6) 2009. (B)(4).